Event description:
Pt was revised to address dislocation.

Event description:
It was reported that during a laparoscopic lobectomy procedure, the device was fired on the right pulmonary vein at the first firing. When the jaw was opened, bleeding occurred and the cartridge fell out. The articulation lever was not used. The operation was converted to open surgery and the doctor stopped bleeding by holding around the bleeding area by his left hand. The bleeding was very heavy, and it was too hard to find the bleeding point. Two cardiovascular surgeons were called to help. The capsula cordis was cut and the intra thoracic vessels were applied ligatures to stop bleeding. After that, the right upper lobe was resected and dissection was performed and the procedure was completed. The doctor comments are as follows. The patient lost 6760cc blood totally and required a transfusion of large amounts of blood. This bleeding volume might contain some transfusion. The incision was 28cm. The patient has a rash due to the blood transfusion. The patient was a (B) (6) male. Although the pv was slightly thick, the cartridge was the proper size. The operation was carefully performed, and the jaw did not hit the thoracic wall, nor did any forceps etc. There were no difficulties in closing the lever or firing the trigger. The tissue was clamped for 10 seconds, and then the device was fired. The doctor grasped the firing trigger completely. The target vessel was not clamped before the firing. The staples were not deployed on the target vessel. The staples fell into the patient¿s body, and the fallen staples were malformed. The knife seemed to have moved distal of the cartridge. The bleeding point was both sides of the cut line. The fallen cartridge was retrieved by hand. On (B) (6) 2010, the ventilator was removed from the patient. The doctor commented the patient is in stable condition. The patient was moved to general ward from ICU on (B) (6) 2010. His recovery is progressing nicely; therefore he will be discharged from the hospital this (B) (6) 2010.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B) (4). (B) (4). The analysis showed that the atw35 device was received in good visual condition. The cartridge was received partially fired and with the cartridge lock out tab normal. After further evaluation it was noted that there was damage on the cartridge pan surface. The damage to the cartridge pan is consistent with an improper or incomplete loading/seating of the cartridge. If the cartridge is not fully inserted/seated into the channel, the retention features on the cartridge are not engaged to the channel windows of the device. At firing the device will push the cartridge forward resulting in the pan dislodging. It should be noted that 100% inspection takes place during manufacturing to ensure that the cartridges are loaded correctly. The returned device was tested for functionality with a test cartridge and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were note to have the proper b-formed shape. Although no conclusion could be reached as to how the cartridge was not properly seated before the device was fired, it is possible that while manipulating the devices into the tissue to be stapled the most distal part of the cartridge encountered an upward force resulting in the cartridge to partially disengaging from the channel. A batch record review was performed and no anomalies were found during the manufacturing process.